Manufacturer narrative:
Findings: inspected 1 opened/used guardian sensors and performed continuity resistance test and sensor failed per specification.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced sensor glucose versus blood glucose differences with threshold suspend. Her sensor glucose was 70 and blood glucose was 170 mg/dl. She was advised that her blood glucose and sensor glucose were not within acceptable range. The sensor will be replaced for analysis.